Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment, and unsuccessful removal attempts of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment, and unsuccessful removal attempts of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Patient¿s husband at all times relevant to this action. The patient and patient¿s husband were and are, at all times relevant to this action, legally married as wife and husband. The patient¿s husband brings this action for, inter alia, the loss of consortium, comfort, and society he suffered due to the personal injuries suffered by his wife.

Manufacturer narrative:
X-ray images from 3/18/05 at the time of filter placement were reviewed. The images note the optease filer to be in the ivc at the level of the l2-l3 vertebrae, the ivc is widely patent and free from thrombus. X-ray image of the abdomen from (B)(6) 2017 shows the optease filter to be in place over the l2-l3 space. There are no discernible fractures or deformation of the filter device. There is no evidence that the position of the filter has altered from the placement in 2005. There is no evidence of thrombus within the ivc. CT images from (B)(6) 2017 show the optease filter to be in place within the ivc at the l2-l3 space with adequate orientation. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The patient¿s medical history includes deep vein thrombosis of the left leg and was on coumadin. During placement, the filter was deployed at the level of the l2-3 interspace. Review of the implant images note the optease filer to be in the ivc at the level of the l2-l3 vertebrae, the ivc is widely patent and free from thrombus. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment, and unsuccessful removal attempts of the filter. Per the patient profile form (ppf), the first removal attempt was made approximately 5 weeks after placement. The medical records from this removal attempt indicate an inferior venacavogram was performed. This demonstrates that the ivc filter remains in the infrarenal ivc. The inferior margin of the filter is against the sidewall of the ivc. There was no filling defect or thrombus. An attempt was made to remove the filter using a 1.5 cm amplatz 3. Loop snare. The filter removal was not successful, and a decision was made for it to remain as a permanent filter. A second removal was made approximately 10 days later with the same results as the initial attempt. An x-ray image of the abdomen from (B)(6) 2017 shows the optease filter to be in place over the l2-l3 space. There are no discernable fractures or deformation of the filter device. There is no evidence that the position of the filter has altered from the placement in 2005. There is no evidence of thrombus within the ivc. CT images from (B)(6) 2017 show the optease filter to be in place within the ivc with adequate orientation. The patient has had anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from a patient profile form (ppf) that the first removal attempt was made approximately 5 weeks after filter placement. Medical records from this removal attempt indicate an inferior venacavagram was performed. This demonstrates that the ivc filter remains in the infrarenal ivc. The inferior margin of the filter is against the sidewall of the ivc. There was no filling defect or thrombus. An attempt was made to remove the filter using a 1.5 cm amplatz 3. Loop snare. The filter removal was not successful and a decision was made for it to remain as a permanent filter. A second removal was made approximately 10 days later with the same results as the previous attempt. The patient has continuous discomfort and mental anguish caused by filter malfunction and unsuccessful removal of the filter due to the malfunction, that has left a dangerous device in the body. During filter placement the filter was deployed at the level of the l2-3 interspace. The patient¿s medical history also included deep vein thrombosis of the left leg and was prescribed coumadin. Images of the filter indicate the proper orientation. Additional review of the images are pending. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.